Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 120-230 mg/dl.